Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. Customer stated that her pump was broken and now it was missing. Customer stated she was at hospital last week, not blood glucose related and she came home two days ago and had it with her and she had it but it was broken, and the battery wouldn't work. Customer stated then that she had the pump last night and when she noticed she was at 600mg/dl while connected to the pump. The customer cannot do high blood glucose troubleshoot as customer does not have the pump. The customer was advised to have back up plan. The pump will not be returned for analysis.